Event description:
It was reported that an altitude alarm occurred, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer delivered a correction injection to address bg. The customer mentioned that they had large ketones, but did not discuss with a healthcare provider to be life threatening. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.